Manufacturer narrative:
Previously stated that the lens remains implanted. On 20-nov-2018 the lens was exchanged for a shorter lens. The problem was resolved. The lens was returned dry in a contact lens case. There was clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.5 diopter, into the patient's right eye (od) on (B)(6) 2018. The surgeon reports excessive vault. Reportedly, the lens remains implanted.